Event description:
It was reported that the lead exhibited poor thresholds and sensing. The lead will not be revised due to the patient's poor condition. The physician adjusted the programming and sensing is -good-.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.